Event description:
While performing internal sutures the needle broke from the suture and stuck in the wound. The needle was visualized and able to be removed without issues. Needle was disposed of in the sharps container.